Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), pelvic pain ('chronic pelvic pain'), abdominal pain (' serious abdominal pain') and perforation ('organ tearing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), perforation (seriousness criterion intervention required), mental disorder ("psychological problems "), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy "). The patient was treated with surgery (organ removal). At the time of the report, the device breakage, pelvic pain, abdominal pain, perforation, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, hypersensitivity, mental disorder, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: reporter¿s information was updated and a new reporter was added. Furthermore, the events abdominal pain, device breakage, perforation, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), pelvic pain ('chronic pelvic pain'), abdominal pain ('serious abdominal pain') and perforation ('organ tearing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), perforation (seriousness criterion intervention required), mental disorder ("psychological problems "), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy "). The patient was treated with surgery (organ removal). At the time of the report, the device breakage, pelvic pain, abdominal pain, perforation, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, hypersensitivity, mental disorder, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.